Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) exchange. The patient had issues with corneal inflammation. Nothing had cultured out. The patient was taken back to surgery by a retinal specialist, and more cultures were obtained. The patient was completely irrigated out and nothing was found to be alarming. Additional information was requested